Event description:
The customer received questionable ion selective electrode (ise) results for multiple patient samples and stated a lot of the serum samples were continuously clotting while sitting on the analyzer. The exact number of patients involved was not provided. Of the data provided for one patient sample, only the sodium result was discrepant. The initial result was 152 mmol/l and the repeat result was 141 mmol/l. The repeat result was believed to be correct. The erroneous result was reported outside the laboratory. The patient was not adversely affected. The sodium electrode lot number and expiration date were requested, but were not provided. The field service representative noted the samples are from chemo patients, which have a tendency to clot more often. He advised the customer to reach out to their lis vendor about not autoverifying results from clotted sample and suggested the customer switch to plasma samples. The customer was satisfied with this information.